Event description:
It was reported by a non-medical professional that during surgery "the tip of the pituitary rongeurs fractured causing a fragment of the ronguers to become lodged in the disc interspace." The ronguer was bing used "to remove disc fragments." According to the report, further surgery was required.